Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer's reported issue could not be duplicated. Pump runs without problems. No beeping, no stopping. Battery compartment can be opened without any problems. No further action will be taken.

Event description:
It was reported that the pump beeps repeatedly during operation, stops and then continues to run, and the battery compartment cannot be opened. There was unknown patient involvement. No patient harm/adverse event was reported.